Event description:
This is a supplemental report and the final and 6th patient related to scope 47. Duodenoscope - (B)(4). After an extensive epidemiologic and microbiologic investigation of all cre patients, a cluster of patients were identified - klebsiella pneumonia. These were highly related to each other suggesting a common source. Further investigation determined that the procedure ercp was highly related. Ercps performed between approximately three month time span.